Event description:
It was reported that this right ventricular (rv) lead was reported to have high out-of-range shock impedance measurements. Technical services was consulted and a gradual increase in shock impedance measurements was noted. Calcification was suspected to be the cause of the reported clinical observations. Troubleshooting options were discussed and recommended. The plan is to continue to monitor the impedance trend. Currently, this rv remains in use and no adverse patient reactions have been reported. No other adverse patient reactions have been reported.